Manufacturer narrative:
Results: failure to follow instructions (IFU contravened - negative prep not performed); other (root cause could not be determined). Conclusions: failure to follow instructions (IFU contravened - negative prep not performed); other (root cause could not be determined).

Event description:
Evaluation summary: the device was returned inside the guide catheter and hemostatic valve. The stent was positioned on the balloon. The proximal stent portion was stretched, deformed and bunched up against the distal tip of the guide catheter. Crimp impressions were visible on the exposed balloon portion. The first distal segment was slightly expanded. The portion of exposed shaft protruding at the proximal end of the guide catheter and hemostatic valve was kinked. A 5mm tear on the proximal outer shaft was located 11.3cm distal to the strain relief. The tear was jagged and protruding. No lead-in damage evident either side of the tear. The shaft was twisted and kinked at the location of the tear. The tear was detected through visual inspection. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the shaft tear. The device was cut distal to the shaft tear. An indeflator was attached to the device. The device passed negative prep. Pressure was applied to the device and the balloon inflated and maintained pressure a t 9atms (nominal) and 16atms (rbp) without issue. This confirms the 5mm shaft tear as the only leak on the device. The distal shaft was cut and the inner was removed to facilitate sem analysis. Sem pictures were taken of the tear. No additional tear/damage characteristics were noted from the sem pictures.

Event description:
It is reported the patient was admitted to hospital due to stemi event. It was then intended to use a resolute integrity 3.00 x 22 mm drug eluting stent to treat a 22 mm lesion in the rca vessel. The vessel was reported as having moderate tortuosity, moderate calcification and 80% stenosis. The vessel was pre-dilated with a 3.00 x 15 mm balloon. Negative prep was not performed on the rsint stent. No difficulties were noted during positioning of the rsint stent in the lesion, however, during attempted inflation of the stent balloon at 3 atm for 3 seconds, it is reported the balloon would not hold pressure. The indeflator device was unhooked and hooked back again to the balloon port on the balloon catheter. When an attempt was made to increase the pressure, a hissing sound was noted to be emitting from the balloon port on the catheter. An attempt was then made to remove the partially deployed stent but during this, a dissection occurred. The guidewire and stent were then removed from the patient. Upon examination after removal from the patient, it was noted the stent was deformed. It is reported that the patient had started to stabilize from the mi prior to the dissection occurring. The inflation device used was a non-medtronic device and was used for preparation of all the devices used during this procedure. After removal of the devices, the physician was able to access the rca vessel again with the wire and balloon and deployed 3 different resolute stents successfully. No reported patient complications.

Manufacturer narrative:
Evaluation, results: (root cause could not be identified). Conclusions: conclusion not yet available (investigation of device ongoing). (B)(4).